Event description:
It was reported that the recovery catheter failed to cross the implanted stent to retrieve the embolic protection filter which caused the procedure to be prolonged, although there were no pt effects. Several non-abbott recovery catheters also failed to cross, but an accunet recovery catheter finally crossed and successfully retrieved the filter. The pt was born in (B)(6) and the weight is unk; however, the pt was of average weight. No additional event or pt information was available.

Manufacturer narrative:
(B)(4). The product used during the procedure was not returned which could have aided in the determination of the cause; however, the difficulty experienced during the procedure can be affected by numerous factors including, but is not limited to, pt anatomical morphology, pt disease state, device placement technique, accessory device support, and/or partially appose stent that hinder the recovery catheter from crossing the stent. Based on available information a conclusive root cause appears to be related to the operational context of the device and it is not necessarily an indication of a product deficiency.